Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to confirm external flash error alarm and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the external flash error alarm occurred. The customer¿s blood glucose level was 6.5 mmol/l. It was reported that they cleared the alarm and they were assisted by rewind and reprogramming. Self test was performed and the insulin pump passed. The insulin pump was returned for analysis.